Event description:
The pump reportedly delivered an infusion in piggyback mode too fast. The pt was not seriously injured. No medication, pt, or further incident info was reported. When the user facility was contacted, no further info concerning this incident was available.